Manufacturer narrative:
The sample was returned for evaluation. Investigation is ongoing. A follow-up report will be provided once the investigation has been completed.

Event description:
Line broke shortly after insertion after being secured in statlock.

Event description:
Follow up.

Manufacturer narrative:
H3 other text : placeholder.